Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Product performance engineering reviewed the incident information. Return of the guide wire may have further aided the analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot numbers were not reported. Factors that may contribute to a damaged device include, but are not limited to mishandling during manufacturing, mishandling during unpackaging at the account and/or mishandling during preparation. Design and manufacturing controls have been established to mitigate possible causes. The investigation was unable to determine a conclusive cause for the reported break. It is possible that inadvertent mishandling during removal of the guide wire from the dispenser coil or preparation resulted in the reported break; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that during preparation of the hi-torque versacore guide wire, the coil separated from the white part of the guide wire, the coils did not unravel. It was stated that the guide wire did not separate into two pieces. There were no reported patient involvement and no reported clinically significant delay in the procedure. No additional information was provided.